Event description:
Procedure: cervical tumor removal from c6-c7. According to the reporter: on (B)(6) 2012, the subject called the clinic again and reported severe headaches. The subject had been undergoing chemotherapy and radiation during study participation. The subject had an elevated wbc count in his csf. He was readmitted and placed on antibiotics. The event resolved and the subject on (B)(6) 2012, the date he completed his antibiotic treatment. The pi assessed this event as moderate severity and possibly related to the device. The subject returned for day 90 follow up on (B)(6) 2012. The wound healing assessment was normal. There were no signs of infection. The neuro exam showed the same deficiencies seen at baseline.

Manufacturer narrative:
(B)(4).